Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file¿s confirmed a full depletion of the patient¿s 14 v batteries and backup battery, resulting in a pump stop for an undetermined amount of time. The submitted log file contained data from (B)(6) 2019 to (B)(6) 2019. The log file captured routine events until (B)(6) 2019 at 1:35:25 am when the log file recorded a low battery advisory alarm to indicate that less than 15 minutes of battery power remained. This advisory escalated to a low power hazard alarm approximately 2 hours later (3:32:38 am) to indicate that less than 5 minutes of battery power remained. At 4:26:09 am a no external power alarm was captured, and the system was supported by the system controller¿s backup battery (ebb). At some time shortly after this event, the pump stopped due to full depletion of the backup battery. Of note, the duration of the pump stop could not conclusively be determined through this evaluation. Once power was restored to the system controller in the form of a charged 14 v battery, the pump ramped back up to the set speed without issue. The controller clock corrupt alarm was also triggered at this time. Per design, when power is completely removed from the system controller, the clock defaults to 01jan2001 at 1:00:00 am. The corrupted controller alarm remained active until the date and timestamp was set on (B)(6) 2019 at 9:43:54 am. The end of the log file consisted of the driveline being disconnected, which is consistent with the shutdown of the lvas system after the patient¿s expiration. The account reported that the patient expired at home when their batteries died overnight while the patient was sleeping. Multiple requests for additional information, including product return requests, were issued to the customer; however, no further information was provided. The pump was not returned for evaluation. The ¿powering the system¿ section of the IFU provides important information regarding the heartmate batteries, including ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. Furthermore, the IFU explicitly states, "a patient should sleep or plan to sleep only when connected to the power module or mobile power unit. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The account reported the patient expired due to battery depletion. The patient was found by a relative and detailed the patient fell asleep on battery power. Emergency medical service (ems) restored power. The patient arrived to the emergency room in asystole. Log file analysis noted a pump stoppage event. The batteries stopped running and a double power disconnect was caused. No further information was reported.